Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: a curved opening on anterior, flat creases, and white calcification on the patch. Leak test and microscopic analysis was performed which identified, crack valve and a sharp opening on valve bond edge. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A sharp opening on valve bond edge (anterior) assessed as an unidentified (tear) opening.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1, h6.

Event description:
Patient reported right side "deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "deflation". Device remains implanted.